Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient obtained an unspecified error message upon test strip insertion on the reported meter; she was unable to obtain a blood glucose reading. The patient was unable to provide the specific error message that occurred. The patient took no actions due to the meter issue. One hour afterwards, the patient experienced the symptoms of sweating, agitation and confusion. The patient administered self-treatment by taking 9.0 units novolog insulin; she did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe injury after she was unable to test her blood glucose level due to the reported meter issue. Therefore, this complaint is being reported.